Manufacturer narrative:
The complainant was unable to provide the device upn and lot number; therefore, the device manufacture date and expiration date are unknown. Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the stent was broken into three pieces. The proximal end of the stent with the barb was torn/separated from the stent working length. The distal end with the barb was intact and was free of damage. There were two kinks present near the proximal end of the stent which indicated the location where the customer likely grabbed the stent during the removal activity. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. A device history record (DHR) and a review of similar complaints could not be performed as the device lot number is unknown. However; during manufacturing, 100% inspection is conducted on all product labels to match packaged components.

Event description:
It was reported to boston scientific corporation that a 10fr x 7cm duodenal bend advanix biliary stent was scheduled for removal from the common bile duct of a patient (implant procedure date, event date, patient age, sex, and weight are unknown). According to the complainant, the stent was in place for approximately one month. During the scheduled stent removal procedure, the stent broke as it was being withdrawn from the bile duct with a snare. The stent was reported as crumbling, with no stent pieces left in the patient. The procedure was completed with no reported patient complications. The patient was reported to be fine after the procedure. No additional details regarding the event description is available.

Event description:
It was reported to boston scientific corporation that a 10fr x 7cm duodenal bend advanix biliary stent was scheduled for removal from the common bile duct of a patient (implant procedure date, event date, patient age, sex, and weight are unknown). According to the complainant, the stent was in place for approximately one month. During the scheduled stent removal procedure, the stent broke as it was being withdrawn from the bile duct with a snare. The stent was reported as crumbling, with no stent pieces left in the patient. The procedure was completed with no reported patient complications. The patient was reported to be fine after the procedure. No additional details regarding the event description is available.